Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient wanted their pump alarm shut off. The patient stated their pump has been out of medication for about the last 5 days and the pump was beeping about every 10 minutes. The patient stated he was not planning on getting pump refilled again and was doing much better, but wanted to have the pump alarm shut off. The patient was directed by their healthcare professional (hcp) to contact a manufacturer representative (rep). No symptoms or patient complications reported.